Event description:
Received a call from operating room that after the femoral component to a left knee replacement had been cemented in, the surgeon noticed scratches on the implant. It was removed and with difficulty a new implant was inserted. Unsure if scratches present prior to insertion but noticed it after cemented in. In surgeon operative note, he dictated that "there was noted to be a series of pitting defects on the polished surface of the medial femoral condyle. It appeared that this represented a manufacturing defect of the polished surface." Concern for the long-term survivorship of the knee and consulting with colleagues, it was decided to remove and replace the device. The femoral component was removed; however, there was some bone loss to the femur during removal. The name of the device was the stryker triathalon total stabilizer femoral component size 3, left side, type ts surgeon wanted representative to have device and operating room manager was notifying stryker representative he could pick up the implant. Patient discharged home on (B)(6) 2013 and do not show at this time where patient has returned to the hospital.